Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility biomedical technician (bmt) contacted technical support to report the machine had no power. The bmt noticed a burn mark on the power plug. Nothing happened when the bmt pressed the power button. The 12v standby voltage was fine. The bmt was advised to swap the front panel keypad, power logic, function or ui/mics board or the main power (k1) relay in the power supply. The bmt was advised to change the power cord. There was no patient involvement and no patient injury. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) contacted technical support to report the machine had no power. The bmt noticed a burn mark on the power plug. Nothing happened when the bmt pressed the power button. The 12v standby voltage was fine. The bmt was advised to swap the front panel keypad, power logic, function or ui/mics board or the main power (k1) relay in the power supply. The bmt was advised to change the power cord. There was no patient involvement and no patient injury. Additional information was requested but was not received to date.